Event description:
During an MRI procedure, an anesthetized pt was being monitored with an ECG monitor. After approx. 35 minutes of scanning, the pt moved and upon examination, the skin appeared reddened around the ECG electrodes. No changes were at this time. After another 25 minutes of scanning, the pt was moving again, and upon the second examination, the skin around the electrodes appeared very red, and the electrodes were removed and the scan was completed. Examination of the pt's skin in the recovery area revealed 4 skin blisters. The next day the pt was returned to the hospital and the 4 blisters were described as 2 second degree, and 2 third degree burns.